Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a heart attack on (B)(6) 2015 with a high blood glucose level of 445 mg/dl. The customer was on the insulin pump during the emergency call. The customer stated that they were starting a new sensor but there was blood in the sensor. The customer did not provide any further information about the hospitalization. The customer did not return the product back for analysis.